Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported, "extravasation of contrast medium after PICC injection. Patient scheduled at the uav for a PICC change due to a dysfunctional catheter (the leak was noted during contrast injection during a CT scan on (B)(6) 2023). A request to change the PICC was therefore made on (B)(6) 2023, with the comment, 'context of t lymphoma undergoing chemotherapy. Patient has a dysfunctional PICC-line (leak on CT scan), which needs to be changed for further treatment. PICC-line left in place for now but not used.' On (B)(6) 2023, on the patient's arrival in the uav, observation of an edematous right arm (site of the PICC-line) (arm, elbow, and beginning of the forearm), non-inflammatory, tender but not painful, arm supple. Actions taken: removal of right PICC and securacath. Placement of a new PICC in the left arm. Confirmation of leak after marker 5, i.e. 3cm under the skin after the insertion point of the catheter and securacath. Location: operating room / MRI scanner."

Event description:
It was reported, "extravasation of contrast medium after PICC injection. Patient scheduled at the uav for a PICC change due to a dysfunctional catheter (the leak was noted during contrast injection during a CT scan on (B)(6) 2023). A request to change the PICC was therefore made on (B)(6) 2023, with the comment, 'context of t lymphoma undergoing chemotherapy. Patient has a dysfunctional PICC-line (leak on CT scan), which needs to be changed for further treatment. PICC-line left in place for now but not used.' On (B)(6) 2023, on the patient's arrival in the uav, observation of an edematous right arm (site of the PICC-line) (arm, elbow, and beginning of the forearm), non-inflammatory, tender but not painful, arm supple. Actions taken: removal of right PICC and securacath. Placement of a new PICC in the left arm. Confirmation of leak after marker 5, i.e. 3cm under the skin after the insertion point of the catheter and securacath. Location: operating room / MRI scanner."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal of the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together . Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.